Manufacturer narrative:
The device was discarded at the site and therefore a device analysis could not be conducted. However, a review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met. Images were returned for evaluation. The images confirmed the device was successfully advanced and deployed. Markers on the gef appeared to be evenly spaced. No images showing contrast injection with the gef deployed were available. Additionally, no measurements were generated as the available images were not calibrated.

Event description:
A patient underwent carotid artery stenting and angioplasty. A gore embolic filter was used for embolic protection. It was reported the patient suffered a stroke post-stent deployment.